Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reports feeling "bad" with a result of 110 mg/dl obtained on the mobile system. She was treated with sugar. An unspecified amount of time later the customer was taken to the hospital where she tested 280 mg/dl on a professional device. It was not provided if she received medical treatment but the customer was sent home. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.